Manufacturer narrative:
On 4/22/2019 - we were informed that this lead was surgically abandoned on (B)(6) 2019. Fracture was observed on the lead. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on this lead. Lead to be evaluated further, but remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.